Manufacturer narrative:
(B)(4).

Event description:
It was reported it seemed like whenever the patient had a pump replaced it ¿ended up being a dual surgery¿ because he had to go back in after implant for something else that had gone wrong. Further information was not provided and it was unknown which surgeries were being referred to. Also, the cause of the issues, the type of drug being delivered, interventions, and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.